Manufacturer narrative:
Additional information provided in h.4. This report mailed in to FDA on: 11/16/2005.

Event description:
A system operator reports that during lasik surgery, the laser stopped firing when the procedure was 75% complete. Several attempts were made to continue, but were unsuccessful. The pt was removed from the surgical suite and several other cases were completed on the same system. The pt was brought back in about an hour later and there was difficulty tracking after lifting the flap. They re-wet the stromal bed and were able to complete the procedure. Attempts to find out the status of the pt have been unsuccessful.